Manufacturer narrative:
The customer was sent a replacement breast pump. In follow up with the customer, she indicated that the breast pump looked to be previously used and that the battery had a split in it. A product evaluation revealed that the battery was damaged and confirmed the customer's complaint. Evidence shows that the battery pack was damaged and tampered with by the user. No further investigation required. There was no burning from the battery pack as reported by the user. Conclusion: the evidences show that the returned battery pack was actually damaged and tampered by the user. No further investigation is required. There is no burning from in the battery pack as the user claimed.

Event description:
The customer reported the newly purchased device appears to have been previously used. Upon receipt of the product, it appears that the battery is melted or otherwise deformed.